Manufacturer narrative:
A visual evaluation of the returned device revealed that the suture hole at the distal end of the push catheter was torn. The suture not returned for evaluation. The guide catheter was stretched near the proximal end and was buckled/kinked close to the distal end. Although the guide catheter was not broken, the distal tip of the guide catheter was torn. There was no damage to the stent. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure in the bile duct of a patient (patient age, sex, and weight are unknown). During the procedure, resistance was met as the guide catheter was retracted for stent deployment. The guide catheter broke, and the stent was unable to be deployed. The procedure was not completed as another flexima biliary stent system was not available at the site. There was no reported patient complication. The patient was reported to be in good condition.

Manufacturer narrative:
The patient's exact age is unknown, but is reportedly (B)(6). (B)(4). The device has been received; however the evaluation has not yet been completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure in the bile duct of a patient (patient age, sex, and weight are unknown). During the procedure, resistance was met as the guide catheter was retracted for stent deployment. The guide catheter broke, and the stent was unable to be deployed. The procedure was not completed as another flexima biliary stent system was not available at the site. There was no reported patient complication. The patient was reported to be in good condition.